Event description:
It was reported that during inspection prior to use, it took forty rotations for the helix to be extended. The physician tried to implant the lead, but the lead helix mark was not observed open after rotated for forty rounds and the lead could not be fixed. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.